Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 5 mm and neck diameter 4.3 mm. Landing zone (artery size): distal 4 mm and proximal 4.80 mm. The patient¿s vessel tortuosity was moderate. Access vessel was the femoral artery (diameter 12 mm). The phenom 27 microcatheter is transferred to the worktable. After making angiographic acquisitions, measurements are taken of the left internal carotid artery, posterior communicating segment, and the left middle cerebral artery. The phemon 27 micro catheter is positioned in the left mca, the micro guide is removed and the pipeline flex 4.75x30 flow diverter device is transferred to the worktable, the hypo tube of the diverter is purged with heparinized saline solution. The hypo tube is placed in position with the micro catheter's hup and the flow diverter is advanced through the micro catheter. The entire diverter is advanced into the microcatheter the release of the device begins in the position chosen by the specialist to begin its deployment. Approximately 50% of the device is already released, a twist (twis) of the diverter mesh is evident, which does not open with device recapture maneuvers. The decision is made after three attempts to resheath the device in the microcatheter and its withdrawal towards the carrier sleeve begins, leaving it inside the microcatheter. The microcatheter is removed, the flow diverter device remains inside the microcatheter, and the flow diverter pusher wire is removed. A new microcatheter is passed to the work table, it is left in a distal position to the aneurysm and a new pipeline flex device is advanced without presenting any inconvenience, the flow diverter is released, control projections are made and the procedure is completed without complications. The pipeline was positioned in a bend (middle). More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. The catheter flushed as indicated in the IFU. There was np medical/surgical intervention or hospitalization needed to prevent a permanent impairment of a function. Dapt (dual antiplatelet treatment) was administered (pru level ticagrerol asa). The angiographic result post procedure was normal. There were no patient symptoms or complications associated with this event. Additional information received reported that at the moment of initiating the release of the pipeline flex ped2-4.75-30 device, the device begins to open without issues. However, upon reaching one of the curves of the artery, a twist in the diverter is observed, which does not improve with recapture and release maneuvers. The doctor decides not to implant the device as it presents difficulty in its midsection for full opening. The diverter is recaptured and an attempt is made to re-sheath it in the delivery sheath, but it remains in the phenom 027 microcatheter. The pipeline flex device remains in the microcatheter.

Manufacturer narrative:
Upon further review, this is a duplicate report of 9617601-2025-00230. Any further updates will be sent in 9617601-2025-00230. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update d1, d3, d4 and h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.